Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently the customer was hospitalized with diabetic ketoacidosis. The customer declined troubleshooting with tandem technical support, and declined to provide additional information. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.